Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and air bubbles in the reservoir/tubing. Blood glucose level at the time of the incident was 250 mg/dl. Blood glucose level at the time of the call was 136 mg/dl. During troubleshooting customer stated there were multiple air bubbles in the reservoir/tubing. Customer did not allow insulin to warm to room temperature prior to filling reservoir. Customer was instructed the proper reservoir filling techniques. High pressure test was performed and passed. The reservoir/infusion set will not be returned for analysis.